Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found a punctured tube on the rinse arm unit and replaced it, and adjusted the ise probe. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c501 module. The initial na result was 177 mmol/l. The repeat result was 142 mmol/l. No questionable results were reported outside of the laboratory.